Event description:
It was reported to boston scientific corporation that approximately 7 minutes into a hydrothermal ablation procedure (adult female patient; age and weight are unknown), using a hydrothermal procedure set, a fluid loss alarm was triggered. According to the complainant, "the patient had a septate uterus, which made the physician move the scope during the procedure to ablate both sides. There was tissue in the uterus as well which made the global ablation difficult. The physician did not use the tenaculum stabilizer, he held the tenaculum. After the cool down phase, when he removed the raytecs [rayteks] he commented that they were warm. At this point the physician checked the patient and found that there was a cervical burn and a small vaginal burn, the cervical burn being slightly more severe than the minor burn on the vagina." Reportedly, the procedure was aborted at this time. Follow-up information obtained from the physician revealed that each of the burns were categorized as first degree and were estimated to be 2-3cm in area. In addition, the physician reported that no follow-up treatment was performed and the patient was "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.